Event description:
Healthcare professional(hcp) reports a fiber leak noted by blood in the dialysate compartment at the onset of the pt treatment. New disposables were used to continue the pt treatment without incident. The dialyzer was reused 4 times. Estimated blood loss of 200cc reported. No pt injury or medical intervention reported.